Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The pod was received fully deployed. Corrosion was observed on the pcb, mechanism rails, and top battery. The download data showed the pod ran for 1400 pulses and alarmed. An 0x40 alarm indicating rotational sensor maximum open count exceeded was observed in the pod data. Rotational sensor abnormalities were observed at the end of the pod run. The false closed pulses at the end of the pod run triggered the 0x40 alarm. Fluid evidence was observed on the commutator cap. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was observed due to a tear on the unexposed portion of the soft cannula. The internal tear measured approximately 0.131 inches from the nailhead. The internal tear can be confirmed as the cause of the rotational sensor malfunction, 0x40 alarm and observed corrosion. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s918usqs6eyl1, hardware: sm-s918u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.